Event description:
Additional info received from the MFR on 03/23/1999: testing and analysis of returned leads suggests that the most probable cause of insulation damage and conductor discontinuity is overstress damage at implant or post implant, coupled with cyclic fatigue at the point of damage. Co believes either improper insertion into the header, or excessive tension into the terminal could cause the overstress damage. Excessive tension to the terminals could be caused by improper lead dressing technique or post- implant migration of the pulse generator. The co implemented a design modification to the endotak dsp's is-1 terminal in late 1997. The is-1 terminal has been shortened, such that all the rigid components are now completely contained within all of cpi's headers, thus creating a more robust design with enhanced fatigue resistance to overstress of the lead and less dependence upon implant technique. The co has received no complaints of damage to the is-1 terminal for leads manufactured after that date. The change in length of the is-1 terminal was submitted to FDA on 10/16/1997. The co received approval for this change on 11/17/1997. In addition, FDA reviewed this issue during an inspection of a cpi facility from 8/25 to 9/2/1998. The inspector did not note any concerns with this issue.